Manufacturer narrative:
A product history review could not be performed since complaint lot number is unknown. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, the gold markings from four different catheter models, have been dislodging during surgery. According to the customer, there is an ¿ongoing issue¿ with the gold markings rubbing off the pig tail stents during use.

Manufacturer narrative:
Additional information indicated that only 1 device failure occurred not 4, therefore, this manufacturer report is being canceled. See manufacturer report # 9616099-2018-02021 for the reported event.